Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with a strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2019. It was reported that crossing difficulties were encountered. A 4.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and no further information available. However, returned device analysis revealed a stent damage.